Event description:
On (B)(6) 2013, the consumer reported that a needle broke off in the injection site. She contacted her physician and an x-ray was performed to locate the embedded needle. The x-ray confirmed that the needle was in the body. No other info is available at this time.

Manufacturer narrative:
No sample was received for evaluation. If a sample is received in the future, updates to this report will be submitted.